Event description:
Bayer case number: (B)(4). At the cornua there was evidence of perforation of the essure device [fallopian tube perforation], the device fragmented during extraction [wrong technique in device usage process] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("at the cornua there was evidence of perforation of the essure device") in a female patient who had essure inserted. Product or product use issues identified: wrong technique in device usage process ("the device fragmented during extraction"). The patient had a medical history of strabotomy and mastitis. Concurrent conditions were listed as menopause and pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2023: 1. Normal appearing uterus and ovaries bilaterally. 2. Left essure device eroding through left cornua, nearly through uterine serosa. 3. Right essure device in-situ in right fallopian tube [pathology test] on (B)(6) 2023: specimens: left and right fallopian tube condition: patient returned to post anesthesia care in stable condition. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.